Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 31 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The site was grafted. The implant's threads were exposed. The clinician reported insufficient bone quality/quantity in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.